Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: south africa. It is reported that a suture was used during surgery to close up a wound after a vascular procedure. The first suture used the needle broke. Subsequent sutures used the thread broke. It is unknown how long a delay it was in surgery.

Manufacturer narrative:
Samples received: 9 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in stock. Tightness test to the samples received have been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements remarks: when working with safil® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause the material to be damaged by being crushed or kinked. On the other hand, the needles of the samples received have been tested for bending strength and the results fulfill product specifications: bending strength results before releasing the product were 8.31 nxcm and fulfilled the specifications of the product. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Although the results of the samples received fulfill the OEM specifications, note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.